Event description:
Per provider: manifold valve is not shifting fully s/n (B)(4). Repair statement indicates unit had red light/alarm.

Manufacturer narrative:
During testing and repair at the service center, the unit had red light/alarm. This was due to the manifold valve not shifting correctly, which lead to the malfunction.